Event description:
This event was reported as ring explanted after 3 months due to regurgitation experienced immediately after implant surgery; pt required 100 units of blood during 3 month implant time. No further info was provided.